Manufacturer narrative:
A product sample was received for evaluation. Visual and functional testing were performed. Alarm silence post does not move freely in the alarm bezel housing due to bent front panel. Reported problem was confirmed through this inspection. Panel was not replaced in previous repair. The previous service may have left device with potential/intermittent fault and this has been corrected. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# :617147.

Event description:
It was reported that the device alarm silence button is not working properly. No patient injury was reported.